Manufacturer narrative:
Device evaluated by MFR: the guidewire was returned for analysis. Visual analysis revealed that the device was bent at the tip section. Additionally, it was revealed that the polymer jacket was peeled. No other issues were identified with the device during product analysis.

Event description:
Reportable based on device analysis completed on 04dec2024. It was reported that the device tip was bent and creased. A 200cm x 10cm fathom -14 was selected for use. After opening the package, the guidewire was flushed the device was removed from the hoop. Once removed, it was noted that the guide wire tip was bent and creased, and the physician worried that the device would be unable to cross the microcatheter. The procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the polymer jacket was peeled.